Event description:
It was reported that pump displayed malfunction alarm code 9 with associated fault ID, and no notable events occurred before the issue. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received guidance to reset pump, successfully completed reset without recurrence of malfunction, and was advised to continue using pump and call back if any future malfunction occurred.